Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer boots to an error, as a result the hard drive was reimaged and software was reloaded to address the issue. It was also noted that the hard drive was out of specification, the keyboard and keyboard slide cover were missing, and the system fan was noisy. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.